Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia with blood glucose level of 400 mg/dl to 600 mg/dl. It was unknown if the insulin pump was on auto mode. Customer stated that clear ring was missing from the top of insulin pump. Customer stated that insulin pump was able to lock in place when inserted in the insulin pump but was loose. The insulin pump will not be returned for analysis.